Event description:
We used the ivus catheter for an m.I. Patient. It went into the patient and when we tried to image, nothing was coming up. A new catheter was used, and imaging was finally successful. Clinical site worked with rep on returning the product. Manufacturer response for intravascular ultrasound catheter, boston scientific (per site reporter).